Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.

Event description:
It was reported that the ilet bionic pancreas displayed an alert instructing the user to connect a cgm or enter a blood glucose value to resume insulin delivery; the user¿s dexcom g7 continuous glucose monitor (cgm) sensor was functioning in the dexcom app, but the cgm was not paired to the ilet, and insulin delivery had paused until a bg was entered. The user experienced a blood glucose peak of 314 mg/dl with no adverse symptoms reported. Outcomes included resumption of insulin delivery after manual bg entry and user education to reattempt cgm pairing with no health impact. User support included troubleshooting and education, including checking for alarms, toggling sensor settings, and re-pairing attempts. Investigation of this case revealed a communication or pairing issue between the cgm and the ilet that led to suspended insulin delivery until manual bg entry, consistent with a device use or connectivity problem rather than a sensor or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption of the bluetooth connection, leading to temporary loss of glucose readings, resolved with standard troubleshooting.